Event description:
This report is being filed upon notification from our manufacturer in (B)(4), to submit this event. Problem: in the factory during assembly of this x-ray system, a relay (k3) failed and then a second failure occurred three days later. There is question of this relay's reliability / quality.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.